Manufacturer narrative:
Compromised force sensor system alarmed during prime test at 4 pounds due to moisture damage on faulty force sensor system. The pump had scratched display window.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 19.6 mmol/l. The customer will be sent a replacement pump. The customer will return the pump for analysis.